Manufacturer narrative:
The device has not yet been received for evaluation. Should additional information be received, a supplemental form will be completed.

Event description:
Received information that pump has stopped all insulin delivery.